Manufacturer narrative:
No device return anticipated per the reported information. Concomitant medical products: equinoxe reverse 42mm glenosphere, 320-01-42, sn: (B)(4), eq rev locking screw, 320-15-05, sn: (B)(4), eq reverse torque defining screw kit, 320-20-00, sn: (B)(4), equinoxe, humeral stem primary, press fit 13mm, 300-01-13, sn: (B)(4), equinoxe reverse tray adapter plate tray +0, 320-10-00, sn: (B)(4), equinoxe reverse 42mm humeral liner +0, 320-42-00, sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, who had an initial shoulder implant on (B)(6) 2016, presented with infection and had all implants removed and a cement constructed spacer inserted on (B)(6) 2022, approximately 6 years 3 months post the initial implant procedure. The patient was last known to be in stable condition following the event. No devices are available for return.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.